Event description:
The spain customer reported "dispense/aspiration problems" and "in 2 samples the hematoxylin had not been dispensed." The field service engineer repaired the instrument by tightening the 2 connections in the probe. The fse noted leaking with the probe; tightening the connections resolved the reported issue as well as the leaking. The customer completed staining by hand. The instrument is fully operational, within specification, and ready for use. Diagnostics were not altered. There was no direct or indirect patient harm or user harm reported.

Manufacturer narrative:
This malfunction may potentially impact staining performance. No erroneous staining result was reported by the customer in connection with this incident. No patient or user harm was indicated. Patient information has not been provided by the user.